Event description:
It was reported that during preparation for a bph surgical procedure when the fiber was attached to the laser a "fiber port overheat" message was observed. The system was rebooted and the fiber was exchanged, but the problem continued. The case was completed using an alternative procedure (bipolar resection). Patient outcome: "good" reported.